Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3: device evaluated: corrected to yes. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was ejected out of the injector. The optic was cut into two pieces. Trailing haptic was separated near root and was not returned. Trace of lubricant (bss and viscosertp) was found on iol. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: nc1-sp). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic; leading haptic does not fold as per IFU. Lens had to be explanted and a new lens was used. Patient health not impacted.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Damaged haptic; leading haptic does not fold as per IFU. Lens had to be explanted and a new lens was used. Patient health not impacted.